Event description:
Unable to draw from port in oncology x-ray confimed "broken port". Pt to short stay unit, then fluoroscopy for removal. Admitted secondary to low grade temp-possible infection discharge 2 days later. 2nd occurrence - some pt.